Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed sc pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u61. The removed ui pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and would intermittently not complete the boot-up cycle. As a result, defibrillation may not be possible. There was no patient use associated with the reported event.